Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration), reference number: mw5094768) on 17-jun-2020. The most recent information was received on 15-jul-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("menorrhagia") and nervous system disorder ("neurological symptoms"). The patient was treated with surgery (she had undergone essure removal surgery ((B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and nervous system disorder outcome was unknown. The reporter considered menorrhagia, nervous system disorder and pelvic pain to be related to essure. The reporter commented: serious injury criterion "disability/permanent damage" and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jul-2020: quality-safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5094768) on 17-jun-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required), menorrhagia ("menorrhagia") and nervous system disorder ("neurological symptoms"). The patient was treated with surgery (she had undergone essure removal surgery ((B)(6) 2016)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and nervous system disorder outcome was unknown. The reporter considered menorrhagia, nervous system disorder and pelvic pain to be related to essure. The reporter commented: serious injury criterion "disability/permanent damage" and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.